Event description:
It was later reported that the noise was reproducible and only located on the shock channel. The device was implanted intra-pectoral and the physician felt the header may be loose. The physician had elected to replace both the device and the lead. Warranty was discussed.

Event description:
It was later reported that the impedances had rose from 500 ohms to > 2000 ohms. There was report of possible lead fracture.

Manufacturer narrative:
Further troubleshooting was to be performed.

Manufacturer narrative:
The device was being returned for analysis. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a high pacing impedances on this defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field. As of today, no further information has been provided. Should additional information become available, this event will be updated.